Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer states "while a contrast medium was dosed by a 1200psi pressure, the screwed sleeve nut (which holds the hp tubing to the syringe) broke free and the tubing with the sleeve nut shot away from the nut thread. It is possible to get it back to its position, but it's not able to endure further declared pressures and therefore is not possible to complete the dosing of the contrast media." No reported injury.